Event description:
The pt reportedly experienced intermittent sound percept and a decrease in performance. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.